Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. This device has not been evaluated due to legal proceedings. There was an injury alleged with this complaint. The injury was reported as a skin tear to the elbow. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The bolt that holds the hanger bar onto the lift allegedly came loose, causing the resident to fall to the floor and receive a skin tear to their elbow.